Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the automatic keypad output, which was reproduced. The device evaluation confirmed the malfunctions. It was observed that the devices interprets the #8 key always being pressed. The failed keypad was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device had an automatic keypad output. There was no patient involvement.